Event description:
Related manufacturer reference number: 2017865-2021-35850. It was reported that a patient presented in clinic for a follow-up appointment. The patient's right ventricular (rv) lead had high capture thresholds. A venogram was performed and it was found that the rv and right atrial (ra) leads were twisted around each other due to twiddling. The rv lead was also found to be dislodged. The patient was asymptomatic. On (B)(6) 2021, the rv lead was capped and replaced and the ra lead was replugged into the device. The patient was stable throughout procedure.